Event description:
Reporter initially noted occlusion warning at beginning of procedure, phaco tip overheated and corneal burn occurred. Incision was difficult to close. Pt treated with antibiotic due to risk of endophthalmitis. Additional info received stated machine tests were okay. Entered eye (irrigation) with u/s handpiece, irrigation suddenly stopped, resulting in anterior chamber collapse. Reinflated chamber, checked system and reentered eye. At first second of u/s, irrigation stopped again, corneal burn occurred. Changed phoaco handpiece and completed procedure without any other irrigation failure. Prognosis reported as bad.